Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
As reported: "it is further alleged that during the open reduction with internal fixation of the fracture on (B)(6) 2020, a stryker t2 retrograde femoral nail system was used and allegedly a drill bit broke in the patient's distal femoral metaphysis and was left there unnoticed by everyone in the or. The patient reported 17 months of post operative pain and lack of improvement. She allegedly underwent revision on (B)(6) 2021 where the hardware from the (B)(6) 2020 surgery was removed, including the broken drill bit, and the surgeon did a distal femur replacement and hinge prosthesis, with cemented femoral and tibial stems, tibial augments, and a tibial cone, with a distal femur cerclage cable."

Event description:
As reported: "it is further alleged that during the open reduction with internal fixation of the fracture on (B)(6) 2020, a stryker t2 retrograde femoral nail system was used and allegedly a drill bit broke in the patient's distal femoral metaphysis and was left there unnoticed by everyone in the or. The patient reported 17 months of post operative pain and lack of improvement. She allegedly underwent revision on (B)(6) 2021 where the hardware from the (B)(6) 2020 surgery was removed, including the broken drill bit, and the surgeon did a distal femur replacement and hinge prosthesis, with cemented femoral and tibial stems, tibial augments, and a tibial cone, with a distal femur cerclage cable."

Manufacturer narrative:
A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. In the case presented a female patient had been treated with at2 femur nail in retrograde manner on (B)(6) 2020. During initial surgery a drill had broken which fragment had remained in the patient for approx. 1.5 years. On (B)(6) 2021, the hardware was removed due to pain and lack of improvement and replaced with a prosthesis. No hardware was provided for investigation; no medical records were provided for medical review. According to provided lot code the manufacturing documents revealed the drill was distributed in accordance with specifications. A reason for replacing a temporary implant to a prosthesis, except of missing improvement, remained medically unknown. With available information the cause of the event was regarded as not device related. Without product a real cause for revision could not be determined. If any additional information is provided, the investigation will be reassessed.